Manufacturer narrative:
Device was received with a critical pump error alarm, problem isolated to pcb 2. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.